Event description:
Failure to cycle alarm while on pt. Ventilator stopped cycling, displays remained on, showing normal numbers, but frozen. No response to controls. Respiratory therapy tech cycled power on ventilator. Ventilator resumed normal function. Unit was removed from svc and tested. Found error codes 34, 36 & 31 logged in computer. Could not duplicate failure. Replaced control circuit board.